Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part: 292.650-15 lot: 7471p83 manufacturing site: balsthal release to warehouse: 21-sep-2023 a DHR evaluation was performed for the finished device article # 292.650-15 lot # 7471p83, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guidewire ø2 w/thread-tip w/trocar l230 was deformed/bent. No other issues were identified. A dimensional inspection for the guidewire ø2 w/thread-tip w/trocar l230 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the guidewire ø2 w/thread-tip w/trocar l230 would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that guidewire ø2 w/thread-tip w/trocar l230 broke intraoperatively while drilling in reverse, resulting in multiple wires breaking. There is still a piece of k-wire in the patient. They are unable to remove it. The incident led to a prolonged surgery by approximately 10 minutes. A new k-wire was used to complete the surgery. During manufacturer's investigation of the returned devices it was identified that guidewire ø2 w/thread-tip w/trocar l230 was deformed/bent. During manufacturer's investigation additional k-wires were found to be bent.